Event description:
Revision of a "tightrope" construction on (B)(6) 2010.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided therefore device history record review could not be performed. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.